Manufacturer narrative:
The device was returned in the not deployed state. The device data shows that timeouts and a drive stall occurred. The drive stall occurred during the priming sequence, resulting in the needle not deploying. Corrosion was observed on the top battery and battery clip. The corrosion caused poor conductivity between the battery and battery clip and intermittent electrical issues, resulting in the timeouts and drive stall.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide was not determined, indicating a needle mechanism failure.